Event description:
It was reported to medtronic minimed that the customer received the stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. Unit received with all buttons responding properly. No damage or moisture damage on keypad traces noted. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals one-time occurrence of 61=stuck key alarm was recorded on 07/27/2025 23:31:19.000. Proceed by cutting unit open and perform a visual inspection of connectors and electronic stack. J1 connector on pcb1 was locked properly during visual inspection. However, after deconstructive analysis corroded electronic assembly was noted. Isolate to electronic assembly. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, battery tube threads - cracked and cracked case (battery tube). In conclusion customer concerns were not confirmed. All buttons function properly during testing. During visual inspection corroded electronic assembly was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.